Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer continued to use the pump for insulin therapy. Customer's blood glucose (bg) level was 440 mg/dl, with ketones. Reportedly the customer is wearing the cartridge for longer than 48 hours with humalog insulin. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 48 hours with humalog insulin. Is off label per the user guide. On (B)(6) 2024, the customer went to the emergency room with a blood glucose level of 460 mg/dl with small ketones. Customer attempted to address the elevated (bg) with a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released the same day with no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended.